Event description:
It was reported that the site was experiencing problems with their (B) (6) hand held and that it would not power on. The hand held was plugged into the wall outlet, and the charging light was not illuminated, which would normally indicate the device was charging. A hard reset was performed, and the hand held powered on. The battery gauge was checked at that point, which revealed the hand held had a fully charged battery. The adapter cables were interchanged with known working cables, and the charging light illuminated. Troubleshooting was not able to conclusively determine the cause of the charging light not illuminating, and because the hand held was fully charged, the power cable and/or the serial cable are believed to be the cause of the light not illuminating. The cables have been returned to manufacturer, where analysis is underway. Good faith attempts to obtain additional information from the site regarding the current functionality of the hand held have been made, but no response has been received to date.